Manufacturer narrative:
It has been found that the electronic medical record (emr) system software was opening a second instance of the ECG plug-in software while there was already an instance of the ECG plug-in running in the background. Midmark was able to reproduce the issue and confirm that the doubling of the heart rate was caused by two applications of the ECG plug-in software being opened concurrently. Therefore, it was determined that the emr system opening both instances of the ECG plugin software led to the issue of the heart rate doubling on the display screen.

Event description:
It was reported by the customer that they were getting high heart rate on the ECG. The ECG did not calculate the heart rate correctly. When the ECG tracing displayed the doubled heart rate, the customer performed a manual heart rate check. The patient had a known history of chronic bradycardia and tachycardia-related cardiac events. Given the patient's medical history, they did not want to take any chances and referred the patient to the emergency department. Once admitted, an additional ECG was performed and the heart rate was determined to be normal for the patient. The patient also suffers from alzheimer's disease and dementia. The hospital visit reportedly caused the patient significant distress and agitation, ultimately requiring sedation. The patient was released after an overnight stay, and their amlodipine dosage was increased.the customer had been sent a software fix and an advisory notice, which were originally distributed in (B)(6) 2025. Their it team confirmed they did receive the update but never deployed it across all workstations and sites.